Event description:
Caller alleged discrepant tni results. Results as follows: customer conducted a parallel data study with triage and exl. The patient was treated based on the result from the exl. Triage results were obtained in the background and there was no direct impact to the patient. Patient was admitted from sub endo infarction (other anterior wall infarction).

Manufacturer narrative:
Investigation pending.